Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017 the patient experienced a blood glucose over 500mg/dl associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and received treatment of insulin via injection by a non-healthcare provider. During troubleshooting with customer technical support, it was revealed that the patient¿s blood glucose went high after a site change on (B)(6) 2017. The site was changed again on (B)(6) 2017 and the patient¿s blood glucose remained high. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.